Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxguard pressure rated extension set was separatedthe following information was received by the initial reporter with the following verbatimit was reported by customer that "infusion set's tubing may separate, leak, or fail to prime"